Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and replaced the power control board.

Event description:
The hospital reported that, during a case, the unit shut down. There was no reported patient injury.